Manufacturer narrative:
One device and 4 photos were returned for analysis. The sample was received in used condition. Functional testing was performed, and the failure mode of leaking was confirmed, due to the tube being cut. Device history review found no complaints documented for the lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a liquid leakage. Per reporter, the event occurred before patient use, during priming at a facility. There was no patient involvement.